Event description:
It was reported that the right ventricular lead exhibited oversensing. No patient symptoms were reported. All the electrical measurements were normal. The lead was capped and replaced on (B)(6) 2017. The patient was in a stable condition before, during and after the procedure.